Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email low blood glucose. Customer blood glucose level went as low as 30 mg/dl and as high as 200 mg/dl. Customer treated via glucagon shots. Customer experienced issues with their sensor in addition to their low blood glucose levels. Customer was advised this information would be reported to the helpline and to call back if issues persist.